Event description:
It was noted the previously noted arachnoiditis (see b7) was diagnosed by a computed tomography (CT) scan on (B)(6) 2014. This was caused by syringomyelia, which was a spinal cord disease for which this is a side effect. It was not believed to be related to the device/therapy. It was reported that the syrinx was diagnosed at the same time as the syringomyelia which was more than 10 years ago. The cause of the syrinx was syringomyelia disease which was not believed to be related to the catheter or therapy. The syrinx was a thoracic cord syrinx which terminated at approximately l1-l2. It was not known if the catheter migrated from its original placement in order to become coiled as a syrinx. Surgical intervention was planned to be done in the future but had not yet been scheduled. The patient was getting therapeutic effect as of the date of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient needed a new pump and catheter. The patient was at a dose of 1079 mcg/day and the health care provider (hcp) had since backed the patient off the high dosing as she felt she should not be needing that high of a dose. The patient was currently on 700 mcg/day and had spasms but the hcp felt that they were being handled well enough to get by until the system was revised. A dye study and MRI were performed. The MRI scan came back the day prior to the date of this report and it showed that the catheter tip was coiled in the syrinx. The catheter was going to be revised and they ¿may¿ replace the pump due to the remaining life of the pump and because of the surgery required to do the catheter. The patient had gone to see the hcp on 2014 (B)(6) and that was when the hcp learned that things had not been working well for the patient even before moving from (B)(6). The previous hcp in (B)(6) hadn¿t been troubleshooting the pump. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8 731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(6).